Event description:
Patient was implanted with screws and washers on an unknown date. Reportedly the patient consented for revision of left medial malleolus hardware. Patient was returned to the operating room on (B)(6) 2013 for removal of hardware due to prominent hardware and the screw backed out. The revision procedure was completed without complication. Patient was revised with small frag hardware as the patients fracture had not healed. This is 2 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.